Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced a high blood glucose over 600 mg/dl, the insulin pump had alarmed motor error and the customer did not feel the pump was properly delivering insulin. The customer was advised to discontinue use and revert to a back-up plan. She treated for high blood glucose with manual injection. Nothing further was reported.